Event description:
One of this pt's leads had an "insulatino lead fracture". It is not known which of the leads had the fracture. The serial number of the other lead is 020432. Both leads were capped. Implanted 3/5/93. Removed from service-9/26/95. Total implant time-30 mo.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.